Event description:
Information was received from a patient who was receiving hydromorphone (1.0 mg/ml at asked unknown mg/day) and bupivacaine (2.5 mg/ml at asked unknown mg/day) via an implantable pump for non-malignant pain. It was reported that there was a csf leak at catheter entry site to spine without loss of therapy. There are no known environmental/external/patient factors to report. Patient presented to provider with swelling at catheter entry point to the spine as well as complaints of headache. Diagnosis of csf leak based on patient¿s presentation. Patient underwent a catheter revision on (B)(6) 2021. The area of leakage was identified and repaired. Dura seal was also used to promote greater healing. Initial implantation of catheter involved drilling down to access the intrathecal space due to fusion/instrumentation present from s1-t2. It is inconclusive if this contributed to the csf leak. The issue was resolved at the time of this report, patient status at time of report alive no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reported that a CT scan on (B)(6) 2021 demonstrated fluid collection at the posterior surgical site that likely represents pseudomeningocele. There were no known factors that may have led or contributed to the issue. They plan to open the midline incision, remove the catheter, repair the cerebrospinal fluid (csf) leak, and drill a new site for entry point into the intrathecal space.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving hydromorphone (1.0 mg/ml at asked unknown mg/day) and bupivacaine (2.5 mg/ml at asked unknown mg/day) via an implantable pump for non-malignant pain. It was reported that about two weeks ago and confirmed "within (B)(6) 2021" the patient found out the catheter was leaking and the patient needed to have it replaced. It was noted there was a hole between where it is connected to the pump and where it goes into the spine. The patient was inquiring why there would be a hole in the catheter and how did it get there. It was reported the patient already asked the doctor and the doctor said he did not know. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.